Manufacturer narrative:
The pump was received with no button response due to a broken keypad flex tail. Unable to perform the functional tests due to the keypad anomaly. Unable to verify the bolus delivery, weak battery or alarm anomalies due to the keypad anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of weak battery and bolus anomaly. The customer's blood glucose reading was 13.3 mmol/l. The customer stated that the pump does not alarm when the battery is almost empty. The customer stated that the pump also does not register delivered bolus correctly. The insulin pump was returned for analysis.